Manufacturer narrative:
The reporter's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). If the patient's value is low, formula milk is prescribed and the measurement is repeated. The value was still low. A new test was performed by changing the test strips and the blood glucose is normal. A further blood glucose measurement was repeated on a bioseven linead hr gold competitor system and different test strips and the results were within range. The following meter values were provided: at 12:33 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 44 mg/dl. At 12:46 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 54 mg/dl. At 12:47 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 61 mg/dl. Controls tested on the meter at 8:23 a.m. On (B)(6) 2022 were within range.

Manufacturer narrative:
The test strips were returned for investigation and were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Medwatch fields d9. And h3. Have been updated.